Event description:
It was reported by an attorney that the pt underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh/bso and cystoscopy; due to stress urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to erosion, extrusion and pelvic pain.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, urinary frequency, urinary urgency, rectocele and interstitial cystitis.

Manufacturer narrative:
(B)(4).